Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported " a left -side rupture plus capsular contracture baker grade iii". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on anterior assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, b6, d9, e1, h3, h6.

Event description:
Healthcare professional reported a left side "rupture plus capsular contracture baker grade iii." Device has been explanted and replaced.